Event description:
Patient had surgery on (B)(6) 2014 and staff was notified by mother of the patient's skin breakdown to back on late afternoon of (B)(6) 2014. Nurse assessed area as a large bruise over the right lower back with an abrasion in the ctr with a small opened area. Mother stated it was not there prior to surgery and could not have gotten it from lying in bed. Surgeon notified the following morning and he told the family it was a burn from the operating room cautery pad. A megadyne pad was used in this case and sequestered. The pad and esu unit were checked by the hosp biomed who had been in contact with the company. Both units passed the check by our biomed. The doctor documented in his progress notes "evolving appearance of skin burn on back, likely related to intra-operative cautery pad. Possibility of chemical burn exists, also. Topical therapy started for irritation. No open wounds or blisters are visible presently with findings of 1st degree injury, evolving". According to operating room staff in this case there was a betadine gel used but did not roll down sides of patient to her back and there was no irrigation under the patient when moved after surgery. The patient was noted to be dry after the surgery was over and prior to moving to the stretcher. Patient was discharged home with parents (B)(6) 2014.